Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jun-2019 with the following findings: during investigation, the black box contains dates from (B)(6)2018 to (B)(6)2018. The black box and histories for the issue reported on (B)(6)2015 have been overwritten. The available daily insulin delivery totals correctly reflected programmed basal rates. The pump history shows pump was delivering programmed basal rate until 11:43am on (B)(6)/18. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.